Event description:
It was observed that during the device evaluation the video system center had no image with 180 scopes due to faulty patient board set.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction in the fields: b5, d5, e2, e3, g3 of the initial medwatch. The g3 of the initial medwatch should be corrected to 07 mar, 2024 and not 20 feb, 2024 as intially reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon no image is displayed with 180 scopes occurred due to a failure of the patient board set. In addition, the phenomenon e315 could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: corroded bottom chassis on the housing; faded front panel printing on the housing; corroded rear panel on the housing; software update recommended from 4.00 version to 4.10 version; and no image with 180 scopes due to faulty patient board set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system center exhibited error message with every scope displaying unsupported scope error. There were no reports of patient involvement.